Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend alarm and was having trouble with the sensor. Customer stated that the sensor was 3 days old and it is his first one. Customer reported that it keeps suspending him for the threshold suspend and his sensor glucose reading is below 40 and the blood glucose level is 281 mg/dl. Customer stated that the pump alarmed and he treated with a bolus for the 281 mg/dl. Customer also got a motor error alarm yesterday and had to switch to shots. Customer stated that since his body wasn't used to getting manual injections, he was throwing up. Customer was running high due to coming off the manual injections and getting back on the pump. Customer stated that his body was adjusting. Customer reconnected to the old sensor. Customer though he had diabetic ketoacidosis from being on the manual injections. Customer's blood glucose rose to 301 mg/dl at the end of the call. Customer declined assistance. No additional information provided.